Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported being hospitalized on (B)(6) 2018 for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient complained of abdominal pain and cloudy effluent on (B)(6) 2018. The patient was hospitalized the same day with a diagnosis of peritonitis. Treatment rendered at the hospital was vancomycin. A peritoneal effluent culture revealed staphylococcus coagulase negative organism. The white blood cell count performed revealed a count of 8000 (unspecified units). The patient was discharged two days later and continued peritoneal dialysis with no issues.

Event description:
A peritoneal dialysis patient reported being hospitalized on (B)(6) 2018 for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient complained of abdominal pain and cloudy effluent on (B)(6) 2018. The patient was hospitalized the same day with a diagnosis of peritonitis. Treatment rendered at the hospital was vancomycin. A peritoneal effluent culture revealed staphylococcus coagulase negative organism. The white blood cell count performed revealed a count of 8000 (unspecified units). The patient was discharged two days later and continued peritoneal dialysis with no issues.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient¿s abdominal pain and peritonitis and pd therapy on the liberty cycler with cycler cassette. There is no documentation to show a causal relationship between the patient¿s adverse event and the liberty cycler or cassette. Additionally, there is no reported allegation of a malfunction with the liberty cycler or leak with the cassette. Based on available information the causal event of the peritonitis cannot be determined.